Manufacturer narrative:
One device was returned for evaluation. A visual inspection and functional testing were performed. Temperature sensor does work, the pump was not circulating so the device was reading high and alarming. The customer's problem was confirmed. The root cause was a faulty pump. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device temperature sensor was not working properly anymore. The unit reads high temperature, and it alarms. There was no patient involvement, and no patient harm/adverse event.